Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017, that on (B)(6) 2017, a loss of connection between the transmitter and receiver occurred. It was reported that a pediatric patient was using an adult receiver. No additional patient or event information is available. No product or data were provided for evaluation. The reported loss of connection could not be confirmed. A root cause could not be determined. Labeling states: the dexcom cgm system is not approved for use in children or adolescents, pregnant women or persons on dialysis.

Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it passed. Functional testing was performed and there was no failure detected. The reported event of loss of connection was not confirmed. A root cause could not be determined.